Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting for damage. The customer's blood glucose level was 170 mg/dl at the time of the incident. The customer stated that the insulin pump fell and the screen cracked. The customer stated that they cannot get any number to come up on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to lcd anomaly. The insulin pump had motherboard broken solder joint, cracked case at display window corner, reservoir tube lip and minor scratched display window.